Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure and are outlined along with potential actions to take. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the vad coordinator was called by the nursing home on (B)(6) 2016, that the patient had a code blue with cardiopulmonary resuscitation (CPR). Physician stated that the patient became unresponsive, pulse oximetry dropped and audible low flow alarms were coming from lvad.&#2057;t was stated that the patient became pulseless and 2 amps of epinephrine were administered and chest compression were started. Map pressure was 90 mmhg. Lvad hum was auscultated on patient's chest and chest compressions were stopped. Patient was transferred to hospital where patient expired upon arrival. It was stated that the patient had failure to thrive since implant and had multiple co-morbidities and was a resident at a long term care facility. It was stated that no autopsy would be performed. It was further stated that the physician believed the event not to be pump related. No additional information available.

Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.